Event description:
A patient was undergoing a general surgery procedure in which electrocautery use was anticipated. A disposable electrocautery pen and tip were connected to a karl storz electrocautery cord and machine. Prior to patient related use, the or associates noticed smoke/fire where the cord enters the electrocautery generator unit. The generator unit was unplugged and the smoking cord was pulling from the generator with a water soaked towel. There was no patient or associated injury related to this incident. Biomedical services evaluated both the cord and the electrocautery unit. The generator unit was determined not be faulty after manufacturer suggested testing. The multiple use cord was examined and findings suggest the metal wires within the plastic coated cord had frayed at the hub/cord connection and are causing a partial disconnect with the electrical current. The biomedical department suggests the multiple use cord became frayed after plugging and unplugging during long-term usage.====================== health professional's impression======================had the smoke/fire not been detected prior to patient use, the device may have malfunctioned and cause patient and/or associate harm/burn injury.